Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified the tip of the guide rod to be fractured. The tip was not returned. The tip of the shaft exhibits scratch rings near the fracture location. A lighter scuff ring is also present on the shaft. No thread damage was observed. Additionally, the device was sent for additional analysis. Analysis found the fracture artifacts of river lines and a bending hinge are consistent with the bending overload mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported during installation of the positioning guide rod onto the cup impactor, the scrubbed nurse was screwing and felt a loss of resistance. The guide rod was found to be broken and the missing piece fell on the floor and was unable to be found. The patient was not yet open for surgery and the surgery was completed with another rod. It was reported no additional information is available.

Manufacturer narrative:
(B)(4). G2:foreign:canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.